Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient called to order new transmitter. Lighting struck patient's house and blew the electric cord out of the wall socket into pieces. No adverse event to the patient was reported. The transmitter was replaced.

Manufacturer narrative:
Final analysis found burnt marks on the circuit board. It was concluded that the device was hit by a high current flow during electrical storm as reported in the field.